Event description:
It was reported that the patient visited the emergency room (ER) via ambulance due to diabetic ketoacidosis (dka) high blood glucose (bg) levels >500 mg/dl and dehydration, while wearing the pod on the leg between 4 and 24 hours. At the hospital, the patient was placed on an intravenous (IV) and administered a manual insulin injection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.